Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized with diabetic ketoacidosis due to high blood glucose on (B)(6) with blood glucose of 417mg/dl. Compromised force sensor system was also reported. The customer experienced symptoms such as nausea and vomiting. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was normal (recessed). The customer was wearing the insulin pump during the hospitalization. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, self test and unexpected restart error test. The stop (idle) current and run current measurement tests were within specification. The insulin pump also passed off no power alarm test. The insulin pump alarmed compromised force sensor system during prime test at 4.0 lbs due to faulty force sensor resistor. The insulin pump was unable to perform the basic occlusion test, occlusion test, excessive no delivery test and delivery accuracy test due to compromised force sensor system alarm. The insulin pump uploaded properly using carelink pro. The insulin pump had minor scratched display window, cracked display window, cracked case at display window corner, scratched case, cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker.